Manufacturer narrative:
Although the bun reagent leaked, no loose cap was noted. No additional information was provided. This is not a device issue.

Event description:
A beckman coulter tokyo reported a bun cartridge leak. No injury was reported.